Event description:
It was reported that customer experienced cgm error 42 that prevented normal sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, completed reset with assistance, and then successfully restarted sensor session without further cgm error.